Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded safe limits, displaying "high" on the cgm. To address the high blood glucose, the customer administered a correction injection using a manual insulin delivery method. Reportedly, the customer changed the infusion set and cartridge before resuming insulin administration.